Event description:
It was reported that following the implantation of a miniarc precise the patient experienced a moderate urinary tract infection (uti). Medication was prescribed on (B)(6) 2015 and is considered recovering/ resolving (adverse event is improving). There were no further patient complications reported as a result of this event.

Event description:
Additional information indicated that the patient had an "indwelling catheter placed due to possible trauma to the bladder" which was resolved on (B)(6) 2015. There were no further patient complications reported as a result of this event. Related to manufacturer report #: 2183959-2015-00313.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae on 08/03/2015. There were no further patient complications reported in relation to this event